Event description:
It was reported while using bd vacutainer® multiple sample luer adapter it was snapping in two. The following information was provided by the initial reporter: customer is reporting luer adapter snapping in two when using product 367290, lot 2096778.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter it was snapping in two. The following information was provided by the initial reporter: customer is reporting luer adapter snapping in two when using product 367290, lot 2096778.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-09-16. Bd received 5 samples for investigation. The samples were evaluated by torque force testing in order to test the hub strength and the indicated failure mode for hub separation with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hub separation. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.